Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the xience alpine everolimus eluting coronary stent system instructions for use states: although the safety and effectiveness of treating more than one lesion per coronary artery with xience alpine stents have not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.25x28 xience alpine stent was implanted in the ostium of the ramus coronary artery. The 2.25x23 xience alpine stent delivery system (sds) was inserted to treat the moderately tortuous obtuse marginal coronary artery (om) and crossed through the lumen of the newly deployed 2.25x28 without issue, but the 2.25x23 sds was unable to cross the om lesion. During removal of the 2.25x23 sds, the stent interacted with the newly deployed ramus stent and the 2.25x23 stent dislodged from the sds. A non-abbott stent was deployed in the left circumflex coronary artery to embed the dislodged 2.25x23 stent against the vessel wall. The patient's blood pressure and heart rate were fine, but a left ventricular assist device (impella) was placed prophylactically and the patient was intubated. No additional information.